Manufacturer narrative:
B5: no additional information received from customer. D8: additional information. D9: additional information. H2: additional information, device evaluation. H3: additional information. H4: additional information. H6: additional information. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2024. Sampling from: all channels. Cfu: 20 cfu. Bacterial identification: stenotrophomonas maltophillia. Sampling date: on (B)(6) 2024. Sampling from: all channels. Cfu: 10 cfu. Bacterial identification: microbacterium species. Sampling date: on (B)(6) 2024. Sampling from: all channels. Cfu: >1000 cfu. Bacterial identification: escherichia coli. Sampling date: on (B)(6) 2024. Sampling from: all channels. Cfu: >1000 cfu. Bacterial identification: pseudomonas species. Sampling date: on (B)(6) 2024. Sampling from: all channels. Cfu: 43 cfu. Bacterial identification: enterococcus faecalis. Sampling date: on (B)(6) 2024. Sampling from: all channels. Cfu: 15 cfu. Bacterial identification: klebsiella variicola. Sampling date: on (B)(6) 2024. Sampling from: all channels. Cfu: 7 cfu. Bacterial identification: bacillus species. Sampling date: on (B)(6) 2024. Sampling from: all channels. Cfu: 15 cfu. Bacterial identification: pseudomonas species. Sampling date: on (B)(6) 2024. Sampling from: all channels. Cfu: 1 cfu. Bacterial identification: achromobacter species. The device was evaluated where the adverse event caused partially or wholly by the user of the device including sample handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope had a growth of bacteria found in the gastroscope instruments after multiple re-cultures. This was found during set up. There were no reports of patient involvement. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.